Event description:
On 05/17/1999, the account reported a hemoglobin result of 8.8 g/dl and hematocrit result of 24.5%, which were questioned by the pt's physician. The sample was retested and similar results were obtained. A new sample was drawn on the pt and a hemoglobin result of 13.4 g/dl and hematocrit result of 38.0% were obtained, which agreed with pt history. The pt was not treated based upon the initially reported result. According to the operator, the closed sampler seemed to be diluting the specimen. Fluid had been seen in the sample holder well. When bleach was put in the sample well and cycling, fluid drained and then backed up. No info provided from account regarding if second sample was run in closed or open mode. Controls were run in open mode and were all in range.